Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the correct information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep stating hcp did a lead imaging and no issues noted. Also, no issues with implant were seen. The shock patient complained about was resolved, as previously stated this was related to the intensity the patient set on the controller. It resolved after reducing the intensity and increasing the rate and a routine reprogramming was done.

Event description:
Additional information was received on march 30, 2023. The rep reported that initially, the "shocking sensation" that the pt was feeling and the reason for the reprogramming was due to a normal sensation from low density (ld) programming when the intensity is set high; the pt had their intensity set high while on ld programming. The rep clarified that when they were with the pt, the pt did not have a shocking sensation, rather the pt had reported a "sharp stab" in the center of their upper back. No interventions were performed other than turning the stimulator off. The pt reported to the rep that their headache from the "leak at implant" resolved through rest and fluids. The sensation the pt was experiencing was not resolved. The rep tried to meet with the pt the week of (B)(6) 2023, but the pt did not make it to the appointment. Rep confirmed they were not made aware of the shocking until (B)(6) 2023 when they met with the pt in the clinic. The pt stated they didn't feel it was working (shocking in their legs). The rep has requested that the physician provide imaging results regarding placement of the lead. Pt weight was not known as the pts weight was "variable".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome leg/back. Rep reports he was meeting with patient in clinic today for re-programming, as the patient (pt) is feeling a shocking sensation in their legs. Rep reports he switched patient from low dose (ld) programming to differential target multiplexed (dtm). While he was sitting with the patient, the patient felt a shocking sensation, so the rep immediately turned stimulation off. He then tried a second time to turn stimulation on and the patient reported they felt that sensation again, so the rep turned off the stimulation and kept it off. Rep is wondering if this is due to the csf leak the patient had at time of implant. Rep stated that the patient was feeling the shocking with ld programming "awhile ago" and had been decreasing their usage of their spinal cord stimulator. Rep reports he did check the patient's impedances, which were all normal. Technical services (ts) advised rep to have patient follow up with their pain physician, which the rep stated there's an appointment with the hcp soon. Ts also advised rep to look at impedances with different reference electrodes that are used within programming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.